Event description:
Customer alleges discrepant results with meter: patient 1: date: (B)(6) 2011, first inratio2: 4.9, second inratio2: 1.7. Patient 2: date: (B)(6) 2011, first inratio2: 5.6, second inratio2: 2.4. Both patients' target therapeutic ranges are 2.0-3.0.

Manufacturer narrative:
Investigation pending.